Manufacturer narrative:
Pump received with broken battery tube threads and broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the o-ring was cracked. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was not dropped or bumped. Customer stated that the drive support cap was not damaged. The insulin pump will be returned for analysis.